Event description:
It was reported that the distal silicone tip was out of shape.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of lead anomaly was not confirmed in the laboratory. A small amount of adhesive was found and the amount of adhesive is cosmetic defect that would not affect lead function. The device was tested and no electrical anomalies were observed.